Event description:
In 2008, the patient reported his insulin infusion set is not properly adhering due to the high humidity where he lives. He stated he changes his infusion headset every 3 days. The patient did not keep any of the infusion sets at issue. Complimentary infusion sets, an extra adhesive, and a guide to site management were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.